Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the lead not steering was not determined.

Manufacturer narrative:
Other applicable components are: product ID 977a260 (B)(4) product type lead product ID neu_stylet_acc product type accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are product ID 977a260 (B)(4) product type lead product ID neu_stylet_acc product type accessory analysis of the lead (B)(4) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via manufacturer¿s representative (rep). The rep reported that the lead wouldn't steer for the hcp. The rep reported that it was the second lead to be implanted. The rep reported that the lead wouldn't turn or steer while advancing in the epidural space. The rep reported that they replaced the lead with a new lead and finished with the implant. The issue was resolved. No further complications were reported.